Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 400 mg/dl . The customer¿s blood glucose level was 329 mg/dl and changed the site and dropped to 200 and 50 range and shot. The customer was treated with pump. The customer states they performed displacement test, self test, and priming test and it all passed. The insulin pump will not be returned for analysis.